Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device had become uncomfortable hot. Upon inspection the patient noted that there was corrosion around the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: black box review shows unusual voltage drop leading on 07/14/2013. A visual inspection showed a crack in the battery compartment. Moisture corrosion was observed in the battery compartment. The pump was primed and exercised with no alarms or overheating occurring during the investigation. Unrelated to the reported issue, the display was found to be dim and discolored when the device was powered on. When a test screen was inserted into the device the contrast and color returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.